Event description:
It was reported that the burr became stuck in lesion. A 2.00mm rotapro was selected for use. During the procedure, it was noted that the burr became stuck in lesion. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the burr became stuck in lesion. A 2.00mm rotapro was selected for use. During the procedure, it was noted that the burr became stuck in lesion. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the target lesion was 90% stenosed and severely calcified. The physician pulled again and was able to extract burr.